Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/21/2016 that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. No additional event or patient information is available. The complaint device was not returned for evaluation. However, the transmitter (stt-gf-001 / (B)(4)) that was used with the complaint device was provided for investigation on 12/07/2016. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The returned transmitter was visually inspected and no defects were found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test failed. A review of the shared data log confirmed the reported event of inaccuracies. A root cause could not be determined.